Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 8.0 x 40mm, 135cm mustang balloon catheter was advanced for dilatation. However, upon inflation below rated burst pressure, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.